Manufacturer narrative:
This report is submitted july 11, 2018.

Event description:
Per the clinic, the patient experienced a performance decrement; reprogramming attempts were made however the issue was not resolved. Subsequently, the device was explanted (date not reported) and it is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on september 20, 2018. (B)(4).